Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned. One video was reviewed. The video shows that the balloon was noted bloody and the water dripping off from the distal end of the balloon upon inflation. However, the source of the water cannot be determined from the video and no anomalies can be seen in the video. Therefore, the investigation for the reported balloon rupture remains inconclusive. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022), g3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. The procedure was completed using another device. There was no reported patient injury.